Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) was returned and investigated with retained strips. Visual inspection was performed, and no issues were observed. Unable to perform control solution testing due to an ER-2 that displayed on the screen. The reader was de-cased and visual inspection was performed; no issues were observed. Extended investigation was also performed. No issues were observed to the reader¿s exterior casing, display, or usb port. Control solution testing was performed with retained testing strips. All results were within range specifications and no errors were observed. ER-2 was no longer observed. Therefore, the issue is not conformed.  The DHR (device history review) for the freestyle reader was reviewed and the DHR showed the freestyle reader passed all tests prior to release. DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.